Manufacturer narrative:
Continued h.6 (health effect - impact code): f2203, f2201 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A patient reported they experienced the events of ¿left breast lump in 2018 and underwent biopsy with negative result¿, ¿signs of left capsular contracture¿, ¿left implant has more pronounced folds¿, ¿a circumscribed, isoechoic oval nodule, with larger axis parallel to the skin, measuring 1.0 x 0.9 cm¿, and ¿calcifications." Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient representative additionally reported against left device "patient informed of recall". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule : unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : observed creases flat on the device. ¿ calcification: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particle observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, g1, g2, h3, h6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture unknown baker grade. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿left breast lump in 2018 and underwent biopsy with negative result¿, ¿signs of left capsular contracture¿, ¿left implant has more pronounced folds¿, ¿a circumscribed, isoechoic oval nodule, with larger axis parallel to the skin, measuring 1.0 x 0.9 cm¿, and "calcifications." The device remains implanted.